Manufacturer narrative:
The device in question (8403ax, c-mac video laryngoscope mac #3, serial number (B)(6), manufactured 01-jan-2020) was received by the manufacturing site in germany on 24-sep-2025 for investigation. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "a covering lens of a c-mac laryngoscope was found lost by tssu after preliminiary washing." Was confirmed, and further defects were detected. In total the following defects were detected: customer complaint was confirmed, blade is damaged, adhesive joints on the camera head are worn, cover glass is missing, leaking, housing worn, cover worn, number of operating hours: 199h 15min, number of switch-ons: 2181. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that cause of the described error is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the event description "missing cover lens of 8403ax" provided by the customer, there is no information that the event caused a harm or serious injury to patient. Additionally, the following has been provided: "the complained product was used and sent to cssd after completion of procedure. Thus, the issue was noted "after preliminary washing." It remains unclear if the cover lens went missing during procedure or during reprocessing.